Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with an artificial urinary sphincter (aus). A replacement surgery was performed, however, there was no device malfunction with the components. The patient was reported to be good after the surgery. No more information available at the moment. Should additional information become available, it will be provided.product investigation was completed. The cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: null. Batch/lot number: 876038002 model/catalog description: control pump fgs iz. Model number/catalog number: 72400024 serial number: null. Batch/lot number: 870910009 model/catalog description: balloon fgs 61-70 cm. Product investigation: no malfunction was reported. Atrophy was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for 72404130 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. The allegation was not confirmed as the cuff performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot number: 876038002; model/catalog description: control pump fgs iz; model number/catalog number: 72400024, serial number: null, batch/lot number: 870910009, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with an artificial urinary sphincter (aus). A replacement surgery was performed, however, there was no device malfunction with the components. The patient was reported to be good after the surgery. No more information available at the moment. Should additional information become available, it will be provided.